Event description:
Customer reported a hospitalization for diabetic ketoacidosis. He also reported that the connector for the infusion set had failed and that he had difficulty uploading the data from the insulin pump. Customer also had issues with calibrating the sensor. The blood glucose reading was 530 mg/dl. Customer had to take manual injections to bring down his blood glucose and stated that 1 unit of insulin brought down his blood glucose 54 points. Customer stated that changing the infusion set resolved the issue with the infusion set not clicking into place. He also felt that the bolus wizard had incorrect calculations and that the incorrect amount of insulin was being delivered. Customer also stated that he had received motor error alarms on the insulin pump. Customer was advised on proper calibration technique. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.